Event description:
It was reported by the patient that the remote monitor would not progress beyond the third green telemetry light, then the indicator light inside the icon of the patient on the monitor would light up. The patient did move the antennae around but telemetry did not complete. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. The monitor was analyzed and no anomalies were found.